Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of hi results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 110-150mg/dl fasting. Verified the strips expired 02/19/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 383mg/dl and 378mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern: the result that the customer is concerned about the result of hi on (B)(6) 2015 @ 04:34 pm. The customer has noticed this since he started using the test strips a month ago, (B)(6) 2015. The customer just finished eating prior to performing the back to back blood test. Adverse event not reported.